Manufacturer narrative:
Device analysis pending closure.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced mechanical issues with the device that led to a revision surgery. During the procedure, tubing wear was identified; therefore, the app was removed and replaced with a tactra malleable penile prosthesis. There were no patient complications reported.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced mechanical issues with the device that led to a revision surgery. During the procedure, tubing wear was identified. The tubing was frayed. Therefore, the app was removed and replaced with a tactra malleable penile prosthesis. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of device mechanical issues and wear to the tubing. The hole and leak identified in the cylinder likely cause or contributed to the mechanical issues reported clinically. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot number was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this app was thoroughly analyzed. The app cylinders, pump, and tubing were visually and microscopically inspected. Wear was noted in both cylinders. The first cylinder had a distal leak at the corner of a fold. The second cylinder passed all tests performed. The kink-resistant tubing was worn down to the filament and there was a hole in the tubing consistent with explant damage. The pump passed all testing. Product analysis confirmed the reported allegations, as the cylinder leak identified via analysis likely caused or contributed to the reported clinical observation of device mechanical issues. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the app instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.